Event description:
Procedure type: total colectomy. According to the reporter: initially, the device fired 3 or 4 times correctly. Upon reloading, the surgeon fired on the sigmoid colon and the device only fired intermittently but the knife blade cut. Some bleeding occurred. The surgeon removed the staples that did not fire and hand sewed the entire anastomosis. There was about thirty minutes delay in the procedure.

Manufacturer narrative:
Initial report sent: 08/11/2008.